Manufacturer narrative:
Corrected data: d10 - concomitant medical products and therapy dates.

Event description:
Related manufacturer reference 1627487-2022-01679. Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced .the lead was cut during the ipg replacement. Effective therapy not restored, additional surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.